Manufacturer narrative:
Per tandem's user guide: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that customer got pump wet and a malfunction alarm occurred. Customer's blood glucose level was 204 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.